Event description:
It was reported that the device was used during an unknown procedure. The generator gave a solid tone and an error code 5 was displayed. The device could not pass the self testing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): file is not reportable - incorrect decision made.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.